Event description:
It was initially reported that the patient was experiencing a loss of therapeutic effect. In later reporting it was noted that when the patient turned their head different ways or put head forward they felt stim, but when head went back they didn't feel stim. The patient believed the "leads aren't connecting". Stim was not going where it used to go. Change in stim occured about a year ago. The patient hit their neck once during a fall 8-12 months ago. Prior to fall it wasn't doing enough to help them out. Pt had an x-ray done, results not specified. In follow up reporting it was noted that the patient was seen on (B)(6) 2012. Impedances were all normal (quad lead). X-rays showed lateral migration of quad. The lateral migration of lead was providing only lateral paresthesia of lt elbow region. The implanting physician planned on revising lead with two compact octads as the patient had developed contralateral (rt) pain in neck/shoulder region. Regarding the patient's current status it was noted as suboptimal; pain levels were elevated and oral prescription had been increased.

Manufacturer narrative:
Extension model # 3708360, lot # nkc009564n, implanted (B)(6) 2006, explanted unknown; lead model # 3487a-33, lot # v009476, implanted (B)(6) 2006, explanted unknown; extension model # 3708360, lot # nkc008339n, implanted (B)(6) 2006, explanted unknown; programmer model # 37742, lot # njd027687n; lead model # 3487a-33, lot # j0327060v, implanted (B)(6) 2003. (B)(4).